Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that: no product fault could be detected. The lot 9150509 was manufactured with a lot size of (B)(4) pieces in september 2014 and we are not aware of any other complaint for this article- and lot number. The evaluation of the nail has shown that there are next to the breakage different other damages visible, the upper part of the locking hole have some strong deformations. The deformations are analog with a strong nick at the locking bolt. This indicates a strong in-situ contact between the nail and the bolt. However, afterwards it cannot be defined if this happened before or after the nail broke. Also we found that the chamfer of the slot has a clearly visible hollow at the fracture face, which is an indication for an excessive contact between the nail and the bolt, either during insertion or extraction. This would also explain the completely flattened thread flanks at the forefront of the also received bolt. In general it can be mentioned that such damage during the insertion could weaken the nail. In this relation we would like to mention following important statement of the pfna surgical technique (art. 036.000.398) on page 42: always ensure that the connection between pfna, insertion handle and aiming arm is good, otherwise drilling for distal locking may damage the pfna. Finally we are based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure of the nail. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative nail breakage is unknown. This report is for one (1) unknown pfna nail. Without a valid part and lot number, a UDI is not available. The initial implant procedure took place on an unknown date in (B)(6) 2014. A revision procedure was scheduled for (B)(6) 2015, but it is unknown at this time if the procedure occurred. It is unknown at this time if the device will be returned for evaluation. (B)(6). Device is not distributed in the united states, but is similar to a product marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient presented to the hospital with a defective positioning of the femoral head on the right side. An x-ray taken on (B)(6) 2015 showed that a proximal femoral nail antirotation (pfna) nail had broken. The device was originally implanted on an unknown date in (B)(6) 2014. A revision procedure was scheduled for (B)(6) 2015. This report is for one (1) unknown pfna nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information provided by reporter. Pfna ø9 sm 130° l200 sst. Device is not distributed in the united states, but is similar to device marketed in the USA. Updated part #, lot # and exp. Date provided by reporter. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 18.sep.2014 expiry date: 01.sep.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.